Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the complaint review, there is no indication of a lot specific product quality issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient presented with severe angina. Angiogram revealed a moderately calcified, moderately tortuous left anterior descending artery that is 90% stenosed. The lesion was pre-dilated with a 2.5x12mm semi compliant balloon and a 2.75x28mm xience sierra stent was deployed at 14 atmospheres. Fluoroscopy post stenting showed an edge dissection at the distal edge of the stent. The dissection was covered using another xience sierra stent. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.